Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that ossix bone 5*5*10 (0.25 cc) allegedly caused lot of pain, swelling and tissue infection. The patient has been seen since, they are in a lot of pain and had to have some of the graft and tissue removed. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information received from us importer report # (B)(4) linked to this manufacturer report is included in the follow-up.